Event description:
Info received indicates the head section of the bed cannot be raised.

Manufacturer narrative:
The tech isolated the issue to a sticking hydraulic valve. The tech replaced the valve to repair the bed.